Event description:
While performing a bowel resection, the covidien stapler was being used and malfunctioned. Instead of stapling while pushing the lever forward and cutting while pulling back, it stapled and cut during the forward movement. The cut action used the wrong side of the instrument, so it was dull and injured/shredded the bowel.